Event description:
The customer called to ask if cidex opa could cause staining. The customer reported a pt with staining of the skin around her nose and forehead after wearing a sleep mask during a sleep study. The customer was informed that the staining is temporary. The clinical rep reviewed the msds with the customer. The customer asked how long it would take for the staining to go away and the clinical rep informed her that it is different for each person. The customer reported that the pt went to the emergency room and was told that she can use over-the-counter hydrocortisone cream if she experiences any itching. The customer reported that the staining was lighter the day that she called than the day before. The customer reported that she believed that improper rinsing of the sleep mask caused the staining. Upon follow-up, the customer reported that the pt used the over-the-counter hydrocortisone cream for itching.

Manufacturer narrative:
.